Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The procedure was completed with a different device. There were no patient in juries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).